Event description:
It was reported that a fully inserted preloaded monofocal intraocular lens (iol) was cut out and removed from a patient¿s right eye. Following removal, a non¿johnson & johnson three-piece iol of 14.5 diopter was implanted after an unplanned post-vitrectomy procedure. The complaint lens was discarded after removal and is not available for return. Additional information indicated that a posterior capsular rupture occurred after insertion of the complaint iol, necessitating removal of the lens during the same surgical procedure and requiring an unplanned vitrectomy. The lens removal was not due to patient anatomy or pre-existing conditions. No damage was observed to the cartridge tip or to the optic or haptics of the lens. A three-piece iol was required due to the capsular rupture. The surgeon did not apply excess force during lens delivery. Sutures were placed to prevent injury and were not part of the surgeon¿s standard practice. At this time, it remains undetermined whether the device caused or contributed to the reported event. No additional information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (this code is used to capture the reported unplanned vitrectomy & sutures). An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.